Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device was manufactured from april 28, 2020 - april 29, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The patient returned to the hospital after the expected therapy time was complete, and it was observed that medication remained within the device. The complete dose of medication had not been delivered to the patient in the expect therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.